Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 400 mg/dl and then it went up to around 500 mg/dl. The customer treated his blood glucose level with 15 units using a syringe. He was feeling sluggish. The high pressure test passed. The device was not returned.